Event description:
A report was received that the patient will undergo a revision wherein the ipg will be replaced for an unknown reason.

Event description:
A report was received that the patient will undergo a revision wherein the ipg will be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate pain coverage in the back. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
.